Event description:
Reportedly, while attempting to grasp a stent with foreign body forceps, the physician heard "a loud nose." The physician removed the forceps and discovered the tip of the forceps had broken.